Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the tortuous right posterior descending artery (pda). The physician placed an unknown manufacturer's guide catheter and a non-bsc guide wire. While advancing a 3.0x24mm ion stent through a saphenous vein graft (svg) to the right pda, the stent dislodged in the proximal svg. The ion stent was deployed in the svg and did not move. Then the physician used a 2.0x15mm apex balloon to pre-dilate the target lesion before deploying a 3.0x12mm ion stent at the target lesion and post dilating with a 4.0x16mm quantum apex balloon. It is the physician's belief that the 3.0x24mm ion stent dislodged in the svg due to pressure and vessel tortuosity. No other patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).